Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown, no information provided to date.

Event description:
It was reported that the device gas indicator broke. No patient injury was reported. Additional information was requested; however, no further information was received

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received with a cracked peep (positive end expiratory pressure) knob and battery cover, the front panel was damaged, gas supply indicator cover has shifted, and the input manifold was shifting on the bottom chassis. The customer stated problem was not duplicated. The device contains multiple damaged components, impact to the gas supply indicator could be a probable cause. Replaced small knobs, front panel, battery cover, and tightened retaining screws on the bottom chassis. The cause of the reported problem could not be determined, probably due to impact damage. A DHR (device history review) is not relevant as the reported issue was not confirmed and due to the age of the device and impact sustained. No previous service history was found.

Manufacturer narrative:
No patient involvement. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: h6c, h6d, h6e.

Event description:
Additional info received via email 29-aug-2022. Event occurred during preventive maintenance. No patient involvement.